Event description:
It was reported that the pump touch screen was unresponsive and the display remained black after reset. Customer's blood glucose (bg) was 500 mg/dl. A corrections injection via manual injection was administered to address the bg level. Reportedly, required assistance was needed to address the high bg and injections were administered. It was unknown if customer tested for ketones as they did not test for ketones. The customer reverted to an alternate pump for insulin therapy.